Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and had a blank display. The customer¿s blood glucose level was 35 and 184 mg/dl. The customer was treated with juice. Troubleshooting was performed for blank display and noticed display did return after pump restart. The customer declined troubleshoot for low blood glucose. The insulin pump will not be returned for analysis.